Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No parts or files have been returned to the manufacturer to date.

Event description:
A medtronic representative reported a precision error around 3 mm when going deeper into patient's anatomy during a fess (functional endoscopic sinus surgery). No harm to the patient was reported.